Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/15/2013 with the following results: testing confirmed the ok and up buttons have an intermittent response. Removed the keypad and found the ok button contact inverted, as well as contamination under all button contacts. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen and contrast returned to normal with test screen.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up/down arrow button was intermittently working. The reporter stated that she had to press it hard several times to get it to work. This issue was observed weeks ago and it had been progressively getting worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.